Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged and had fallen into the ventricle. The ra lead was re positioned and remains in place. No patient complications have been reported as a result of this event.